Event description:
It was reported, that there were blockage alarms. There was patient involvement, but confirmed, that no patient harm/adverse event reported. Reported serial number is (B)(6), was not found in the database.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found a record of the high-pressure alarm. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.